Event description:
During preventative maintenance of the device, the user reported that there was still flow in the tubing set when the occluder was completely closed. No other details regarding the nature of the event were provided. Since this event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.